Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 325cc, catalog number 3501650. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation primary procedure with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. As a result, the patient had undergone explantation and replacement on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 03/29/2018, it was reported to mentor that the device history record (DHR) of lot number 6523174 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/14/2018, it was reported to mentor that device evaluation and investigation has been completed. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, pe observed a rent measuring 1.0 cm on the posterior aspect. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the brown material observed within the device. On 04/14/18, it was reported to mentor that the date problem observed was (B)(6) 2018. In addition, the device was replaced with saline mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(4), lot number 7542656. Manufacturer¿s reference number: (B)(4).